Event description:
Bipap was on pt and stopped breath delivery. Pt removed form machine and bagged with 100 percent oxygen until new bipap placed. Pt returned to stable status. Biomed unable to replicate malfunction, no cause found.